Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated, and the reported mechanical jam could not be replicated in a testing environment due to the condition of the returned device. Additionally, the actuator mandrel was noted to be broken and bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents from this lot. All available information was investigated and the reported mechanical jam (inability to open the clip) appears to be a cascading effect of the observed broken and bent actuator mandrel. However, the bent sleeve shaft appears to be consequence of the troubleshooting attempts/device manipulation done to open the clip arms. A definitive cause for the observed slack in the lock line could not be determined in this case. Lastly, the actuator mandrel was noted to be bent and broken, which appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures and abbott vascular (av) will continue to trend the performance of these devices.

Event description:
This is filed to report the broken actuator mandrel noted on the returned device. It was reported during preparation, as the clip was ready to unlock, the clip arms would not open. Troubleshooting attempts were done, however unsuccessfully. All steps were performed per instructions for use (IFU). The device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue. Subsequently, abbott vascular analysis of the returned device found the actuator mandrel was broken at the proximal end distal of the crimping cam.